Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: the product lot number is not available / not reported. The expiration date of the device is not known. Section e1. Initial reporter phone: (B)(6) section h4: the device manufacture date is not known as the device lot number is not available / not reported. The lot number is not known; therefore, a device history record review cannot be completed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00235 .

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8484765) became impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. The stent body was found to be separated prematurely from the delivery wire. No patient injury was reported.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) updated sections on this medwatch: b4, b5, g3, g6, h2, h10 and concomitant products. Section b5: additional event information received on 28-feb-2024 indicated that the intended procedure was a stent-assist embolization of aneurysm. They were not able to move the device at all due to the resistance. No torque was applied to the device. A syncho2 guidewire was used successfully prior to the encountered resistance. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.